Manufacturer narrative:
Unit had unresponsive button due to flattened dome on esc and act button.

Event description:
The customer reported via phone call that the insulin pump was reacting without buttons being pressed. Blood glucose level at the time of the incident was 312 mg/dl, which was treated with manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.